Manufacturer narrative:
Concomitant medical product: 407652 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that superior vena cava (svc) coil of the right ventricular (rv) lead exhibited high/ undefined impedance that had been varying for the past year. The svc coil was suspected to be fractured. The svc coil was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.